Event description:
As reported by our edwards affiliates in taiwan, during a transcatheter aortic valve replacement (tavr) procedure using a 29mm sapien 3 valve via a transfemoral approach, the first valve did not expand well after implantation. A post-dilation was performed, resulting in severe central regurgitation. During this time, the patient's blood pressure was relatively low, but the continuous administration of vasopressors kept the situation relatively stable. Consequently, a second valve was successfully implanted, and the patient was noted to be recovering well.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6: device code, type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals, and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, central regurgitation events post-deployment with or without reports related to leaflet mobility for the s3 and s3u valves have not been associated with device malfunctions or manufacturing non-conformances. Rather, the root cause for these events has historically been due to procedural factors (malposition, slow recovery of blood flow, leaflet impingement due to calcification or guidewire, over-inflation, post-dilation, and/or under-expansion). The reported event was unable to be confirmed due to the unavailability of the device or medical records. In this case, available information suggests that procedural factors (post-dilation) likely contributed to the event as per the event description. The decision was made to post-dilate, and it resulted in severe central regurgitation. Deploying the valve using more than the prescribed volume or attempting a second inflation may result in the inability for the valve leaflets to function properly. The increase in valve diameter due to over-inflation or post-dilation may prevent proper motion of the thv leaflets, resulting in thv regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of post-dilation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.